Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a bent grip tang near the base of the grip tip. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments or hard surfaces.

Event description:
It was reported that during a da vinci-assisted nephroureterectomy surgical procedure, the 8mm prograsp forceps instrument's grip was stuck and could not be opened. It was released with a wrench. After release, it was still usable. The procedure was completed as planned with no reported patient injury.